Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported by philips demo repair bench that the battery pca has bent pins. The philips bench has no patient involvement.